Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after the pump delivered insulin that appeared to overcorrect following a nocturnal blood glucose rise associated with a snack, and the user also noted low glucose in the morning while on call. Symptoms included hypoglycemia. Outcomes included recovery to in-range glucose after oral carbohydrate treatment with juice. Investigation included troubleshooting and education with review of alerts, including a 42 alert, and assessment of user actions and pump behavior. Investigation of this case revealed a hypoglycemic event with unclear root cause, with contributing factors possibly including automated correction dynamics and nocturnal snacking; device malfunction was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.